Event description:
It was observed that during the device evaluation, the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that the probe broke off and peeling of probe coating was found. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the probe broke off and peeling of probe coating. Based on the results of the investigation, the root cause of the reportable event couldn¿t be exclusively identified/determined. However, it is likely these phenomena occurred by the following mechanism: 1) during output in seal & cut mode, the probe came in contact to metal, a surgical instrument or a hard tissue. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated on the probe, and short circuit error occurred. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.